Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified x-rays taken provided inconclusive results. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention at which time the lead was explanted and replaced. Effective stimulation was reportedly established postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received, microscopic inspection of tripole revealed a lead fracture with all internal wires broken on one of its tail (1 through 8).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient suddenly lost scs system stimulation. An sjm representative met with the patient, and system diagnostics revealed invalid impedances on several lead contacts. The sjm rep was unable to provide effective stimulation through reprogramming. X-rays will be taken as the next course of action to address the issue.